Manufacturer narrative:
(B)(4). Investigation summary: three photos were received by our quality team for evaluation. From the photos, black foreign matter was observed in the eclipse hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: as no sample was returned to determine the foreign matter type, the root cause is not able to be established. Rationale: CAPA not required as the complaint trend will continue to be tracked and monitored. Sa is not considered after assessment by plant per (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x5/8 rb had foreign matter. The following information was provided by the initial reporter: material no:305781, batch no: 0174278. It was reported that the syringe was contaminated.